Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull medications for patient. Customer tried to pull order for medication it was greyed out and displayed an error message "getting problem with the order amount or amount unit". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove medication for patient on 2 stations. A technical support specialist determined that the orders were written in milligrams (mg) while the station inventory was loaded in milliliters (ml), causing a mismatch based on the ordered give amount and resulting system messages, confirmed that the issue could be addressed by using the order's dispense amount (two syringes) by enabling the use dispense amount option in both the formulary items and device configurations, verified that other facilities manage this differently by enabling remove order with undetermined dose under facility settings, which allows medication removal regardless of dose mismatch while prompting users for quantity. Per discussion with clinical & transitional research, tss enabled this setting and validated with end users that medication removal functioned as expected. The customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.